Event description:
End user states that on a recent trip to (B)(6) on a paved road the device did not make it all the way home. States that the local dealer advised them that the chair is not supposed to be used out on the road way, that it is meant for in home/place business use. States that it was fine the first 4/5 trips, but not the 6th time. States the owner or the provider told her she could not take it outside for use. End user states she called medicare and they told her that she could use the device outside.